Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient presented to hospital due to syncope, and pacing threshold was between 0.75 and 1.25volts, and varying impedance measurements. It was also reported that the implantable pulse generator (ipg) exhibited pacing problem. The rv output was increased, and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.